Manufacturer narrative:
The carefusion service group received the suspect ventilator for investigation and repair. The service group performed a power cycle on in the service mode, which found "vent inop" alarm display banner and dim leds on the interface panel . The error log found a calibration failure associated with the expiratory flow transducer (efs) and the blended gas pressure transducer(bgpt) requiring calibration. Having performed efs and bgpt calibrations the "vent inop" alarm cleared. As a precautionary measure the expiratory bulkhead connector was replaced. The service group completed and passed all service testing outlined in the service manual l1524. The reported issue could not be duplicated in the laboratory setting. No component failure was identified therefore no root cause could be determined. The carefusion failure analysis lab (fa) evaluated the ventilator and concurred with the service group assessment.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect gas delivery engine (gde) and exhalation valve is available for analysis and carefusion has issued a return good authorization (rga). At this time, carefusion has not received the suspect gde and exhalation valve for evaluation.

Event description:
The customer reported unresolved low (greater than 10%) tidal volume display readings and delivered tidal volume on this avea ventilator. The customer also reported the positive end-expiratory pressure (peep) is out of specification. Patient involvement has not been reported or known with this event. The third party biomed reported ordering a gas delivery engine (gde) and a exhalation valve to complete the repairs on this device.